Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's leads were functional but were bound at this patient's superior vena cava (svc) and were impeding flow. Additionally, the patient had some other issue with her arm. Therefore, a lead revision procedure was performed. During the procedure, the svc was torn, which required the physician to crack the patient's chest in order to repair this issue. The leads were removed surgically with the patient on bypass. The physician elected to give the patient a bi-ventricular device which was placed in the abdomen. No additional adverse patient effects were reported.